Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comment of a broken control knob. Analysis also noted that the upper case was broken, and one knob was missing, the encoder was also replaced as preventative. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for repair. There was no patient involvement.